Event description:
It was reported that the patient developed a hematoma that required evacuation. The patient then developed drainage that grew out (B)(6). The patient was placed on antibiotics and the leads were removed. No new system has been replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay has cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was exposed defibrillation coil with white substance, there was a damaged guidetooth, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.